Manufacturer narrative:
Additional information b5. The device was not used or replaced. Medtronic received additional information that there was no procedure. The customer opened a new box to show the issue that's been happening with the cannula. Device evaluation summary: visual inspection shows evidence of a kink. The device durometer can not be tested in the returns lab. Reason for the return was confirmed for a kink. D3.(MFR name) d3.6 (postal code): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of a bio-medicus multistage femoral venous cannula, the device felt softer than usual. The surgeon opened another box to confirm if the cannula felt softer at the clamping site than what he is used to. The surgeon observed the cannula was softer than usual and showed how easily it kinked. The use of the device was unspecified. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.